Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and determined that the bd (breath delivery) central processing unit (cpu) pcb (printed circuit board) would require replacement. The customer has chosen not to repair the ventilator and remove it from use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator generated an alarm and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.